Event description:
It was reported that the pump touch screen was delayed in responding to presses and that the wake button was sticking. Additionally, it was reported that intermittent occlusion alarms occurred. It was also reported that damage to the pump housing caused difficulty loading cartridges. Lastly, it was reported that the pump time was intermittently incorrect. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.